Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was using a too short centrifugation time and a too high g-force when compared to the tube manufacturer's recommendation. Evaluation of the instrument alarm information gave no indication of issue. No adverse event was reported.

Event description:
The customer received a questionable troponin t stat (tnt) result for one patient sample. The initial result was 0.0 ng/ml with a data flag and was reported outside the laboratory. The sample was repeated and the result was 0.3 ng/ml. The patient did not receive treatment nor was the treatment changed as a result of the result. The patient was not adversely affected. The tnt reagent lot number was 17016701 with an expiration date of 11/30/2013. The customer refused a service visit for the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.